Event description:
This is a report received by baxter from a sales rep in 2009, regarding a transfer set, which loosened and fell off the titanium adapter thirteen days prior, during patient use. The set had been used for two months by the patient. As a prophylactic measure, 1 gram vancomycin was administered two days later. Additionally, the patient reported shivering and fever, therefore, the patient was hospitalized. It is unknown if additional interventions were required. The facility doubts that the symptoms are related to the disconnection of the transfer set. No sample is available for evaluation.

Manufacturer narrative:
The sample was unavailable for evaluation.